Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance out of range and loss of capture on bipolar configuration. The device was reviewed during a pacemaker change out and it was decided to leave it implanted. Lead remains in service using the unipolar configuration. There is a reported known ring issue. No adverse patient effects were reported.